Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated during the last therapy he woke up in dwell 3 of 3 feeling bloated. The hp disconnected from the hc and drained manually. The drain volume was 5400ml, which meets increased intraperitoneal volume criteria. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011 product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of feeling bloated and high manual drain. The pdn stated the hp has not reported any symptoms or other drain volumes that meet iipv criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products. A swap was not requested.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation by the product analysis lab. The cause of the increased intra-peritoneal volume (iipv) was undetermined. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.